Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: american journal of obstetrics and gynecology 2001;185:1299-1306. Doi:10.1067/mob.2001.119081.

Event description:
It was reported in journal article ¿anterior colporrhaphy: a randomized trial of three surgical techniques¿ a study was conducted to compare outcomes of patients with anterior vaginal prolapse . The objective of the study was to compare outcomes after treatment of anterior vaginal prolapse to one of three different techniques of anterior colporrhaphy: standard, standard plus polyglactin 910 mesh, or ultralateral anterior colporrhaphy. It was reported that the patient in the standard anterior colporrhaphy with mesh group experienced mesh erosion. The patient was treated by excision of the exposed mesh in the office with subsequent healing of the vagina. There were no other complications reported because of the mesh. No additional information is available.